Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the curved rubber adhesive part was cracked, there were scratches on the curved rubber adhesive part, the drainage function deteriorates due to clogging of the air supply / water supply nozzle, switch 1 was scratched, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob is out of the normal state due to the extension of the angle wire, there were scratches on the insertion part serpentine, the insertion part of the serpentine tube, which is difficult to remove and was dirty. Additionally, the dirt that was difficult to remove was found on the objective lens, cloudy was observed on the image, there were scratches on the operation part, the tip cover may be scratched, there were scratches on the switch box, the suction cylinder was scraped, the operation part cover mayhan was unclear, there were scratches on the operation part cover , there were scratches on the up/down knob, there were scratches on the up/down angle fixing lever, and there were scratches on the right/left knob. Furthermore, there were scratches on the grip, the forceps stopper was scraped, there were scratches on the universal code, the scratches were found on the scope connector side of the universal cord, the scope connector was scratched, the paint on the air / water supply cylinder was peeled off and there were scratches on the right/left angle fixing knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, forceps missing mouth on the evis lucera gastrointestinal videoscope. Upon inspection and testing of the customer returned device, there was foreign matter that came out from the channel. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the foreign matter that was existing from the channel. A definitive root cause for this issue was not established. However, it is probable that issue occurred due to insufficient reprocessing. Olympus will continue to monitor field performance for this device.